Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of abnormal uterine bleeding, hot flashes and fibromyalgia in 2022, pelvic pain in 2020, vaginal delivery, abortion, miscarriage, normal delivery (live child), pregnancy, herpes nos, condyloma and human papilloma virus infection in 2014 and multiparous and overweight. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6)2022. An unknown time later she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (laparoscopy, bilateral salpingectomy, bilateral essure removal,hysteroscopy done on (B)(6) 2022). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: 2-3 trailing coils on the left and 10 on the right date discrepancy noted in device removal date on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 27.251 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: reason: infertility result: hysterosalpingogram impression: essure devices normal uterine contour with contrast no bilaterally. Passing into or the through tubes consistent with fallopian nonpatency. [Mammogram] on (B)(6) 2022: dense breast tissue [pathology test] on (B)(6) 2020: specimen: a. Left fallopian tube and essure b. Right fallopian tube and essure diagnosis: a) left fallopian tube and essure, excision: foreign object (medical/surgical device) histiocytes are present within the lumen no other significant histological abnormalities see note b) right fallopian tube and essure, excision: foreign object (medical/surgical device) no significant histological abnormalities clinical history: chronic pelvic pain gross description: 1. The specimen is received in formalin labeled "left fallopian tube and essure" and consists of a partially disrupted, 7.5 cm in length x 0.5 cm in diameter fimbriated fallopian tube. Piece of blue and silver metallic coiled wire consistent with an essure. 2. The specimen is received in formalin labeled "right fallopian tube and a short" and consists of a partially disrupted, 7.5 cm in length x 0.6 cm in diameter fimbriated fallopian tube. Piece of silver metallic wire consistent with an essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2023: patient and reporter information,medical history,lab data,drug start date,indication,non drug treatment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 48 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2022, 1826 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (surgical removal of coils). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.